Event description:
A surgeon reported that during a procedure, the system displayed a message and the mode was changed to "a-vit." The message was not able to be cleared after rebooting the system. The case was completed using an alternate system following a 20 minute delay. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).